Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1613c156ej, serial/lot #: (B)(4), ubd: 09-oct-2019, UDI#: (B)(4); product ID: etlw1613c124ej, serial/lot #: (B)(4), ubd: 29-apr-2020, UDI#: (B)(4); product ID: etlw1613c93ej, serial/lot #: (B)(4), ubd: 22-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the emergency endovascular treatment of a ruptured 84mm abdominal aortic aneurysm. It was reported during the index procedure due to the neck length from the renal artery the physician elected to implant the device from just below the superior mesenteric artery (sma). It was noted the common iliac artery was short therefore physician chose to land on the external iliac artery without coiling the internal iliac artery (iia). During the procedure blood was observed leaking inside the peritoneal cavity due to aneurysm rupture however final angiography revealed that the endoleak was resolved and no endoleak was observed on the postoperative CT. Follow up CT was performed again approximately three months later where a type iii endoleak was suspected due to device migration from the anastomotic site. Per the physician the cause of the event is undetermined. It could not be concluded which device had the leak. No additional clinical sequelae were reported and the patient will be monitored. Additional angiography was performed a month later, no obvious endoleak was detected. The patient will continue to be monitored. It was unknown whether the endoleak was resolved. It was also reported that there was no problem with the flow to the renal arteries at the time of the index procedure, however due to the retroperitoneum hematoma it was suspected that the renal arteries was covered later. It is unknown whether there was restriction/disruption of flow to the renal arteries due to the retroperitoneum hematoma.

Manufacturer narrative:
Updated post completion of investigation. If information is provided in the future, a supplemental report will be issued.